Manufacturer narrative:
H6 investigation type 4110: lens work order search no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A facility representative reported that prior to an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with elevated iop and iris pigmentation loss with some pigmentation on the lens. Medication drops were prescribed. The lens remains implanted.

Manufacturer narrative:
H6- clinical code 4581: iris pigmentation loss with some pigmentation on the lens. Claim# (B)(4)